Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a recognized image artifact. A philips field service engineer (fse) went to the site to evaluate the system. The fse determined the issue was due to a crack in the compensator of the a-plane collimator. The fse performed an air calibration; the issue was not resolved and no part replacement occurred due to the customer's refusal to purchase the necessary part replacement. The fse reported confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is functional and in clinical use. This issue has been determined not to be a reportable event.